Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Setting up autofix screw 2.0. One month after appearance of an inflammatory phenomenon with redness and digital swelling in two patients. Inflammatory reaction and local discomfort for patient pain, swelling, local fluid drainage.

Event description:
Setting up autofix screw 2.0. One month after appearance of an inflammatory phenomenon with redness and digital swelling in two patients. Inflammatory reaction and local discomfort for patient pain, swelling, local fluid drainage.

Manufacturer narrative:
The reported event that cannulated low compression screw autofix 2.0 x 20mm was alleged of 'allergic reaction' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the patient's allergy history, the cleaning and sterilization steps of the hospital as well as the affected device must be available in order to determine the root cause of the complaint event. However, for titanium implants sold non sterile, as is the case here, stryker has demonstrated that all implants, external fixation components, instruments, and trays that are delivered in a non-sterile condition can be successfully sterilized in any hospital or surgical facility with current sterilization techniques. A detailed description of approved sterilization techniques is described in the respective IFU. Sterilization of stryker implants and instruments is made in the full responsibility of the facility that has sterilized the devices in question. Stryker shall deny any responsibility in the case of an infection. The distinction what may be the cause of the reported findings and the diagnosis is mainly clinical and can only be performed by an experienced surgeon with direct investigation of the patients, maybe with blood samples." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.